Manufacturer narrative:
(B)(4). Correction to remove the following statement from the initial mdrl: the sensor was inserted into the abdomen on (B)(6) 2019.

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s wife stated the patient had been in and out of the hospital for various issues since before thanksgiving. On friday, (B)(6) 2019, he was not feeling well and was nauseated. His cgm reading was showing high for about 3 hours, indicating the maximum reading of 400 mg/dl. He took insulin based on that reading to try to bring it down and the cgm reading dropped to 147 mg/dl. However, she stated that his actual bg dropped too low, as he then developed slurred speech, was not talking right, and became very lethargic. She took him to the emergency room (ER) where the physician told them that the bg was 75 points lower than the cgm reading (she does not know what the specific values were at that time). He was started immediately on fluids via intravenous (IV) therapy, was admitted, and monitored through the night. His potassium was elevated, and his kidneys began to shut down. He was later stabilized but transferred to another hospital on (B)(6) 2019 for a higher level of care. His wife stated that the series of events caused pancreatitis. The gastroenterologist told them that a magnetic resonance image (MRI) was performed on (B)(6) 2019 showed that a vein to the pancreas was ¿dead¿ due to related inflammation. At the time of follow up the patient was still hospitalized. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.